Event description:
No new information.

Manufacturer narrative:
The complaint of foreign material was confirmed to be a broken push-off tab, and the cause appeared to be manufacturing related. One photograph was provided for investigation. The push-off tab was fractured on the catheter adapter, which likely occurred due to misalignment during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Issue -plastic adhered to cannula needle" before use.